Event description:
Patient received a 2.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the dist rca, a 2.5mm diameter x 30mm length endeavor sprint rx stent in the mid rca, and a 2.75 mm diameter x 30mm length endeavor sprint rx stent in the prox rca during index procedure. Patient also received a 2.25mm diameter x 30mm length endeavor sprint rx stent in the mid cx during staged procedure approximately 2 weeks post index procedure. Stent implant was successful; however, it was reported that approximately 5 weeks post index procedure the patient suffered an mi. It was also reported that patient died two days later. Relation between the reported events and the relevant stent or procedure was not assessed. (Ref MFR # 9612164201100441, 9612164201100442 and 9612164201100443).

Manufacturer narrative:
(B)(4). Evaluation, results: (mi, death).

Manufacturer narrative:
(B)(4).

Event description:
Approximately 5 weeks post index procedure, stent thrombosis was confirmed. Associated clinical symptoms myocardial infarction (mi). The investigator indicated that the reported event was probably related to the study stent. Ref MFR # 9612164201100441-1, 9612164201100442-1, 9612164201100443-1.